Event description:
It was reported that pump displayed a message to replace cartridge, after which cartridge was replaced and pump use continued. There was no reported impact to the customer¿s blood glucose level. Customer declined further troubleshooting, and no additional actions or outcomes were reported.

Event description:
It was reported that pump displayed message to replace cartridge and later triggered cartridge alarm that was associated with very high blood glucose reading shown only as ¿high.¿ there was adverse impact to customer¿s blood glucose level, but specific value was not provided and there was no report of involvement from emergency services or other third parties. Customer replaced cartridge and other pump supplies, delivered correction insulin dose through pump, resumed insulin therapy, and declined further troubleshooting with technical support.